Event description:
It was reported to medtronic minimed that the customer experienced loss of communication issue and received cannot find sensor signal. The customer reported blood glucose value of 467 mg/dl and treatment details were not provided. Troubleshooting was performed for communication issue and the issue was not resolved. No further patient complications were reported. The customer will discontinue use of the device. Product return was requested for mmt-7841zn and customer response was the device will be returned. The updated summary. It was reported to medtronic minimed that the customer experienced a loss of communication between the transmitter andthe pump. The customer reported a blood glucose value of 487 mg/dl. The event involved product(s) mmt-7841zn, mmt-1884, mmt-943, mmt-7040a and mmt-332a. Customer reported high bgs. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the customer was using the auto mode feature or not. No further patient complications were reported. No product return is required for mmt-943, no product return is required for mmt-7040a, no product return is required for mmt-332a, product return is required for mmt-7841zn

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.